Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding the patient receiving lioresal (2000 mcg/ml at 475.7 mcg) via an implantable pump for unknown indications. It was reported that the patient was experiencing symptoms of withdrawal. It was unknown whether there were any environmental, external, or patient factors that may have led or contributed to this issue. There were reports of troubleshooting being performed in the emergency department (ed) which showed no issue with the catheter. The patient underwent itb (intrathecal baclofen) revision on (B)(6) 2026. When the pump was disconnected from the catheter, drug was seen flowing from the catheter. The catheter was also able to be aspirated successfully. The hcp opted to replace the pump only. It was unknown whether the issue had resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.